Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer had dropped the pump. Reportedly, the pump did not hit the ground due to the infusion set tubing keeping it in the air. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.